Manufacturer narrative:
Analysis: upon receipt at medtronic's quality laboratory, visual inspection showed no outward signs of cracks or damage throughout the device. Pressure integrity testing was performed at three liters/minute with 23 psig of back pressure for ten minutes. During the pressure integrity testing a leak was observed from the heat exchanger side seam. A review of the device history record showed that the device met all manufacturing requirements prior to distribution. Conclusion: a leak from the seam of the heat exchanger was identified during testing of the returned product. A partial void may have formed during adhesive dispensing into the adhesive groove of the heat exchanger allowing for acceptable pressure test results prior to distribution.

Manufacturer narrative:
The product has not been received by medtronic and the investigation is in progress. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. The return of the product has been requested. Should the product be returned or when the investigation is complete, a follow up report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information indicating that during the case, at prime before going on bypass, this affinity nt oxygenator started leaking from the heat exchanger. Pump records are unavailable and not attached to the complaint because the event occurred during prime. The patient was not involved in the event.